Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms. The contact reported the customer experienced blood glucose (bg) levels above 400 (mg/dl). The supplies were changed and a correction bolus delivered to address bg levels. Due to the event occurring in the past, troubleshooting to determine the source of the occlusion was unable to be performed.